Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was not hospitalized at this time. Treatment was not reported. The patient was recovering from peritonitis. On a later date, the patient experienced a reoccurrence of peritonitis manifested by abdominal pain and was admitted to the hospital at this time. The patient was treated with vancomycin intravenous (IV) (dosage and frequency were not reported) and gentamicin IV (dosage and frequency not reported). Retrain on proper aseptic technique was performed. The patient was recovering from peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Three days after the patient was discharged from the hospital, the patient was hospitalized for hypertension. At the time of the report, the patient was still hospitalized and was recovering. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.